Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced infusion set issue with three infusion sets on (B)(6) 2026. The patient reported that the infusion set cannula housing or base getting stuck inside the insertion device and the patient had to push it out and order for it to eject properly. The patient replaced infusion set and resumed insulin deliveries successfully.